Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The softcomponents of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroys the pump electronics. The buttons function were tested successful and meet the specification. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Pt reported the up/down buttons' soft components on the infusion device is defective. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.